Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath (clear) - ous was selected for use. After the farawave insertion, the physician drew air from the faradrive, but after three syringe aspirations, air was still present in the syringe. The physician decided to change the faradrive. Then pulled back the dilator and the guidewire into the faradrive to maintain left atrial access. It was then removed the faradrive with the guidewire still in the left atrium and subsequently introduced a new faradrive. The farawave catheter was then inserted. A boston scientific guidewire was used. No patient complications occurred due to the faradrive. The device is expected to return. It was further reported that information regarding device return is unavailable per customer/account. Regarding if air was seen in the patient, no st segment elevation observed.